Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive has received the psm2 associated with this complaint and completed investigations. Failure analysis investigations was unable to reproduce the reported complaint, but the error could be confirmed as having occurred via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. A high pot to encoder error signal along axis 2 was observed during evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 22008 on the patient side manipulator (psm1). An intuitive surgical, inc. (Isi) field service engineer (fse) had the customer swap the instrument, replace instrument, reseat and replace drape; but, the issue persists. The procedure continued as planned. There was no report of patient injury.